Event description:
Complainant alleged that during biomed tesing the device displayed a "def fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.